Manufacturer narrative:
One sample and two photos of the product packaging received for quality evaluation. Visual inspection did not indicate any damages or abnormalities on the sample. Priming of the sample was attempted but there was no fluid flow. A fluid push was conducted at the upper most y-site smartsite and the set flowed easily. Therefore the fluid blockage was before the upper most y-site. The drip chamber and the check valve were cut off the tubing and check for proper function. Fluid flow through the drip chamber was established after cutting it away from the rest of the set, and therefore did not have any fluid blockage issues. The back check valve was then tested to see if it would allow flow. The back check valve was connected to an air supply and air was applied to the check valve in the positive flow direction. Air did not flow through the back check valve. The customer complaint of flow issues - fluid blockage was confirmed. The investigation was forwarded to the supplier group for root cause analysis. The supplier investigation indicated that there were unidentified particles in the back check valve component that may have caused the issue. The particles were analyized and it was determined that the particles were material not found in the supplier facility or used during the component construction. The investigation was then forwarded to manufacturing to determine if the particles may have come from the construction of the full infusion set. It was not possible to identify that the condition reported was generated in the manufacturing process, additionally, the occlusion due to solvent was not confirmed with the evidence provided by supplier. Due to this, the possible root cause could not be determined. A device history record review for model 10802688 lot number 25025426 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set had an occlusion. The following information was provided by the initial reporter: they couldn¿t flush the 10802688 gravity set.